Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose (bg) was as high as 500 mg/dl over the course of the previous several weeks with large ketones, polyuria, and polydypsia. It was reported the pump¿s time and date reset to default upon battery removal. Animas customer technical support determined that the patient¿s puberty may have contributed to the bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time and date reset issue. Use error cannot be ruled out as a cause or contributor, as the user is prompted to confirm the time and date when the pump is rebooted.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. The alleged time/date reset is not likely to cause an adverse event, as the pump displays the ¿verify¿ screen after it is rebooted and the time and date must be set to confirm the ¿verify¿ screen before resuming insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 06/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 06/13/2014 with the following findings:a review of the pump¿s black box revealed the time and date reset after powering off. The pump successfully completed a prime sequence, and 24-hour exercise test without issue or alarm. Evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. A battery compartment crack was observed. A battery cap was not returned; a test cap was used for testing. The test battery cap was able to be properly secured to the pump.